Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with plunger difficult to use. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the reported problem is a jam at assembly process, leading to the premature activation. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported with the use of the bd solomed syringe with needle there was an issue with plunger difficult to use. There was no report of injury or medical intervention.